Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported lines across the display which was observed during a visual inspection to be lines on the display window. The evaluation determined the cause to be external influence. The keypad, which contains the display window, was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had lines across the display. There was no known patient injury or medical intervention associated with this event. No additional information is available.